Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during prime. The hp stated they hadn't changed the drain line extension and had been reusing it. The tsr advised the hp to use a new drain line extension for each therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the check lines and bags alarm. The hp stated they were able to continue once the drain extension line was removed. The hp stated they understood it was not proper practice to reuse the same drain extension line. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of drain line was confirmed based on information provided by the patient. The patient stated the drain line extension they were using was not changed. The cause was not determined. The label review found the labeling adequate for the use error in this complaint.